Event description:
The patient was discharged from her doctor¿s office and was currently looking for a new pain managing physician.

Event description:
The patient fell and the battery gets hot when charging. The patient can only charge in 15 minute increments before the battery gets hot. Impedance testing was performed and nothing was out of range. The fall was a few weeks ago and the patient feels the battery has moved. An x-ray date was pending. No patient symptoms were reported. Patient outcome was noted as alive with no injury. It was later reported on (B)(6) 2014 that no x-ray have been taken as of yet. The patient¿s next appointment was on (B)(6). Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).